Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Unit was downloaded successfully using thump software. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. During adapt history download review, a nodelivery alarm was recorded on 01/24/2025 at 09:49:23.000. However, no alarms during testing of unit. Proceeded with cutting the unit open and performed a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. However, moisture damage was noted on electronic assembly. Unit received with scratched case and battery tube threads - cracked. In conclusion, customer allegations were not confirmed during testing. Unit communicated properly during testing and no unexpected alarms noted. However, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported unexpected suspend of insulin pump. The customer reported hyperglycemia treated with insulin pump. The event involved product mmt-1884l. Troubleshooting was performed for general documentation. The customer reported the delivery of insulin from the pump would suspend unexpectedly. The pump the alarm history does not show any error or alarms. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and the customer response was the device will be returned.